Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl and 50 mg/dl. Customer stated that insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer was able to clear the alarm. Customer also stated that this was the second time in a month of the occurrence. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.